Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and mesh was implanted. Hematoma in the cavum retzii was noted same day which required in-patient hospitalization or prolongation of existing hospitalization. Revision operation was performed and the hematoma was recovered/resolved without sequelae as of (B)(6) 2022. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, abdominal pain was noted and unspecified drug therapy was provided. The pain was recovered/resolved without sequelae as of (B)(6) 2022. Both events were reported as not related to the study device, but a causal relationship with the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Describe the drug therapy provided for the reported pain. Describe the surgical intervention for the reported hematoma including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: hematoma in cavum retzii update: end date = (B)(6) 2022 - (B)(6) 2022.